Manufacturer narrative:
Examination of the submitted tibial insert confirmed unanticipated wear. The root cause is attributed to third body debris being introduced into the joint space resulting in accelerated wear. The investigation could not draw any conclusions about the root cause of the third body debris. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address loosening of the femoral component at the cement/implant interface. Competitor cement was used in the primary surgery. Poly wear of the insert and osteolysis were also reported. (Right knee).